Event description:
According to the police report, the end user was operating the motorized wheelchair in the roadway and was struck by a motor vehicle. The police report cites the end user for failure to yield when entering a roadway. End user alleges, as a result of the incident, she dislocated her shoulder.

Manufacturer narrative:
Operator error - no malfunction of the motorized wheelchair suspected. According to the police report, end user was struck by a motor vehicle while operating the motorized wheelchair in the roadway. The police report cited the end user for failure to yield when entering a roadway. Hoveround's owner's manual warns end user's, "do not drive your teknique on the roadway".